Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the cgm mobile application shut down. Data was provided for evaluation. The reported issue was confirmed and a root cause could not be determined. No additional event or patient information was provided.